Event description:
A malfunction alarm with code malf 0 was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support (cts) to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Cts confirmed the shipping address and instructed the customer on how to put the pump into storage mode. A replacement pump was arranged, and the customer was asked to return the problematic pump using a pre-paid label within 10 days.